Manufacturer narrative:
Event and implant dates: dates estimated. This will be filed as a serious injury summary report per FDA exemption approval number - e2015009. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, a cause for the reported expulsion could not be determined. The reported foreign body in patient appears to be a cascading effect of the expulsion. The reported patient effect of foreign body in patient as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 1 complete clip detachment resulting in a foreign body event which is considered a serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Patient 93 year old female. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.